Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented after received multiple appropriate shocks. Device interrogation revealed a da error occurred. The device check was completed without complication. Boston scientific technical services (ts) discussed the error was self-correcting and can continue with routine follow-up. No adverse patient effects were reported.